Event description:
It was reported that during the procedure, the thermocouple stopped providing a signal and the catheter stopped measuring temperature. The catheter was replaced and the procedure was completed. No patient complications have been reported as result of this event.

Event description:
It was reported that during the procedure, the thermocouple stopped providing a signal and the catheter stopped measuring temperature. The catheter was replaced and the procedure was completed. No patient complications have been reported as result of this event.

Manufacturer narrative:
Product event summary - the catheter was returned and analyzed. Analysis found that the thermocouple had a open circuit. It was also noted that there was damage on the catheter and blood was on the catheter.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.